Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ¿problem¿ with their implantable pulse generator (ipg). The patient stated this happened approximately twenty years ago. No additional information was available. No patient complications have been reported as a result of this event.